Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the wire in the jaws frayed and broke on a mega suturecut needle driver instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage, the wire used for grip movement frayed and broke, preventing any movement. Item was removed from use and a replacement used in its place.